Event description:
It was reported that during an unknown procedure, device blocked and remained in the same state, requiring the use of another endocliper.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # a9dk3l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did the device not work? Did the device lock (did not shoot clips)? Did you stop when feeding the device did not feed the clips? Did not power. The device dropped or ejected clips? Did not eject the clip. Did the device fed the clips laterally? No. Did the device shoot malformed clips? No. Did the device shoot scissor clips? No. If other, please specify the current patient status is known? Did we not have information there was any consequence to the patient or change in the patient's postoperative care as a result of the event? (Prolonged hospital admission, readmission, reoperation, etc.) No, but we open another unit of the same item." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger broken. In addition, the tyvek was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, nineteen(19) clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.